Manufacturer narrative:
No product will be returned per customer the product was not sequestered for failure investigation. Additional information requested, but was not provided.

Event description:
Received a copy of the customer's medsun report from FDA which states, ¿pump continually alarms 'air in line' when no air is present in tubing." An incomplete date of event of (B)(6) 2019 was provided. Additional information requested, but was not provided.